Manufacturer narrative:
(B)(4) date sent 9/29/2025 d4 batch # unk d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. B3: only event year known: 2025. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during emergency colectomy, after firing the 2nd reloads, when the nurse open up the ntlc and discard the reload, they found the blade was exposed on the reload which did not retract to its original position. Staple line is intact, staple formed properly and tissue is transected. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent 10/13/2025. D4 batch # 450d66. Corrected data d4: UDI#. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damaged and with a sr75 reload present and no loaded on the device. The reload was received with the knife exposed on the distal end, fully fired and the swing tab in the unlocked position. The device was tested for functionality with the test cartridge. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. The swing tab in unlocked position is consistent with an improper loading technique. It is possible that the knife exposed noted on the reload is consist with the firing knob was not returned completely prior to opening the device causing that the knife not returned completely to its home position. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 450d66, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent 10/7/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.